Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated, tilted and struts detached. The device has been removed via an open abdominal procedure after an attempted but unsuccessful removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013). (Device: 2907).

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, abdominal ultrasound showed an inferior vena cava filter to be in place and identified possible debris in inferior vena cava. After five years and one-month, post- inferior vena cava filter, the patient was presenting with chest pain and there were noted computerized tomography scan findings of a dislodged inferior vena cava filter. Frontal view of the chest showed that malpositioned inferior vena cava filter was seen in the upper right paramedian abdomen, concerning for migration. Additionally, anchoring tines were seen in the lung bases bilaterally, consistent with filter fracture and embolization at least 2 of the anchoring tines. On the next day, ventilation/perfusion lung scan showed no evidence of acute pulmonary embolism. After one month, the patient presented with abdominal pain. A computerized tomography abdomen and pelvis without contrast showed that tilting of the inferior vena cava filter which was in the inferior vena cava near the right renal vein takeoff. An inferior vena cava filter angulated and migrated into retro hepatic inferior vena cava. No filter struts were broken but two had perforation. After one week, the patient with a new diagnosis of inferior vena cava filter migration. A computerized tomography scan suggesting fragmentation of the filter, however the computerized tomography scan demonstrated dislodged inferior vena cava filter, which was in the retro hepatic inferior vena cava, at least 2 of the stent struts appeared to have perforated the inferior vena cava. The patient experienced chest pain in previously and CT scan demonstrated inferior vena cava filter was migrated from the infrarenal position as well as perforating the retro hepatic inferior vena cava. Then discussed filter removal with the patient, which they would only perform in open fashion given the angulation and perforation the filter fear that mechanical distraction of the filter during the percutaneous endovascular removal could fracture of the filter and embolization of some of the device pads. After ten days, an open removal of the inferior vena cava filter was performed. Cross description was stated the specimen was received fresh labeled dukes, leonard and was designated inferior vena cava filter. The specimen was for gross only examination. The specimen consists of a single piece of metallic medical device with attached soft tissue, which measures approximately 4.5 x 2.5 x 1.0 cm. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter limb detachment, retrieval difficulties and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 06/2013),g2,g3,h6(device, method,conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, struts perforated and detached. The device has been removed after an attempted but unsuccessful removal procedure. The detached struts was removed via an open abdominal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated, tilted and struts detached. The device has been removed via an open abdominal procedure after an attempted but unsuccessful removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.